Event description:
Rn was giving a lunch break to the rn in a cystoscopy case that was brought into the room and started. While scrub tech was connecting the light cord to the tower, surgeon told him to turn on the light, which he did. After doing so, scrub tech noticed the light cord was not yet attached to the scope so he immediately turned it off. Surgeon then asked scrub tech why he turned it off and scrub tech told him that the light source was not connected to the scope. Per primary rn who finished the case, she checked the legs/inner thighs for any "burns" and did not notice anything. It wasn't until after patient got to recovery that per pacu rn, the patient started complaining of "tolerable" pain 4/10 to her right thigh. Upon inspection, a noticeable "blister looking" mark was present on anterior right thigh. Per pacu rn, it was hard at the center with some redness around it. Surgeons and anesthesiologists were notified. Per pacu rn, surgeon told patient to apply some antibiotic ointment to the area. Charge nurse notified. Plastics surgeons notified and assessed the patient to have a "superficial burn" and recommended application of antibiotic ointment.